Event description:
After placement, catheter showed a break near the y-piece. Nurse saw blood coming through the break. They stopped dialysis through catheter and tried through shunt. Catheter was removed.